Event description:
It was reported by the sales rep that during an unknown procedure of the tibia, it was observed that the driver - for use with mitek cortical & cancellous screws had physical damage. During in-house engineering evaluation, it was determined that the tip on the device was broken. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The expiration date is currently unavailable. Reporter is a j&j sales representative. The device manufacture date is currently unavailable. Investigation summary: the device was received and evaluated. On visual inspection, the device comes in used condition as expected. The device does not show any structural anomalies on the shaft. On magnification at the tip, it was found that the hex tip is broken. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause can be attributed to the constant and rough use. Since this is a reusable device, the constant manipulation between surgeries, the repeated tightening process and sterilization process can lead in damages on the tip. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.